Event description:
It was reported that bd nexiva nearport w/ maxzero needle broke. The following information was provided by the initial reporter: nexiva nearport incident occurred. On 3 south/east reported that the needle broke in half. The half of the needle was still in the catheter. The needle fell apart before we used it so never was used on the patient. Customer is considering removing product from unit due to safety concern. Additional info: it fell apart when she picked it up. I have attached the picture I took. The circled area contains part of the needle that broke off. This is the response from the nurse who discovered it: it snapped when I was loosening the needle in the sheeth.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 1 photo and 1 physical sample submitted for evaluation. The reported issue of needle broken was confirmed upon inspection of the samples. Analysis of the sample showed that the broken needle reported by the customer was observed. However, bd was not able to determine the cause of the failure since we have controls capable to reject parts with defects of this type. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.